Event description:
It was reported that this right ventricular lead exhibited loss of capture and high pacing thresholds. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.